Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4).

Event description:
Literature article abstract entitled, ¿survival of hydroxyapatite-coated cups: acetabular screws involve a lower rate of revision surgery due to aseptic loosening¿ by luis natera, et al, published by hip international (2017), vol. 27, no. 2, pp. 153-161, was reviewed. The aim was to assess the relationship between acetabular screws and revision surgery for aseptic loosening in thas performed between 1985-1995. This study includes thas manufactured by depuy and competitors. Implanted depuy products: 108 cbs cup, acetabular screws, corail femoral stem, and a variety of depuy articulations including mop, coc, and cop. Results: the following results were specific to depuy products: 10 cups were revised for aseptic loosening. 4 of these cups were secured with an unknown number of screws. 14 cases of acetabular osteolysis identified on progressive radiographic studies- 5 cups revised. 5 stems revised for infection, loosening, and periprosthetic fracture. 6 cases of femoral osteolysis identified on progressive radiographic studies- treatment unknown. The following events are not specific to manufacturer. The number of depuy products associated with the following events is unknown. 4 pulmonary embolisms- treatment unspecified. 11 deep vein thrombi- treatment unspecified. 12 nerve injuries- treatment unspecified. 16 infections- treatment included antibiotics and 2-stage revision. 1 periprosthetic fracture- treatment unknown. 20 cases stem migration. 45 cases of cup migration. 144 cases of mispositioned cups. 146 cases of mispositioned stems. 17 dislocations- 14 treated with closed reduction and 3 treated with orif. Captured in this complaint: acetabular screw: implant migration, implant mispositioned, implant loosening. Cbs cup: implant migration, implant mispositioned, implant loosening. Acetabular liner: implant dislocation. Femoral head: implant dislocation. Femoral stem: implant migration, implant loosening, implant mispositioned. Patient harms: fracture, infection, dvt, pe, nerve injury, osteolysis, inadequate osseointegration, joint dislocation, surgical intervention, medical device removal.